Event description:
Reporter states that when device package was opened, the device was stuckkk to the top of the package and fell, causing the device to become non-sterile. The clinician utilized another unit.